Manufacturer narrative:
On 27 october 2015 it was prepared a final report with the information already submitted in the initial report. On 10 november 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
The 5 similar cases have been reported under mdrs # 2015-00013; 2015-00015; 2015-00019; 2015-00111; 2015-00133. The r&d project manager analyzed the retrieved items (2 of the same lot) on 25 august 2015, with the following comment: during the analysis was noted that the prongs were broken in the same fashion as the previous ones. In order to address particular sclerotic bone condition, additional instrument that allow to pre-tap the pilot hole have been developed. Additionally, the screwdriver design has been reviewed to address such extreme bone condition.

Event description:
During the procedure - spine cervical plate position - the surgeon was placing the screws as per standard surgical technique, and under the vision of the microscope. While he was placing the 4th and final screw, he disengaged the sleeve of the screwdriver off the screw because he wanted better visualisation of the tip of the screwdriver onto the tip of the screw. Due to the patient's bone very sclerotic, he was finding it tough to advance the screw and had to exert more force while turning the handle. During the process the screwdriver snapped, breaking 3 of the 4 prongs. We then got the 2nd screwdriver out of the set and continue to advance the screw and as the screw was fully seated into the cervical plate, the same thing occured with 3 of the 4 prongs breaking. It was fortunate that at this stage all 4 screws had been fully seated and we were able to complete final tightening and finish the case.